Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: the reported event of a s3 alarm was not confirmed. The centrimag motor (serial #: (B)(6) was not returned for analysis. No additional information regarding the motor was provided. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag system experienced a system 3 alarm. The motor was removed from circulation. No patient was reported to be involved. No further information was provided.